Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1720. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Returned device was received for evaluation.evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1720. No patient was involved in this event. No adverse effects were reported.